Manufacturer narrative:
Ref # (B)(4). Device was not returned for evaluation.

Event description:
It was reported that the patient took the bravo capsule and broke out in hives. The facility was later informed that the patient had a nickel allergy. The facility administered benadryl and medrol dose pak to the patient and the patient was reported as doing okay.

Manufacturer narrative:
(B)(4). Medical advisor reported that the patient broke out in diverse urticaria. The physician removed the capsule prior to administering benadryl and medrol dose pak for treatment.